Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the patient was explanted due to ineffective therapy. Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg exhibited normal device characteristics. Device evaluation indicated that the damage to the leads was consistent with damages done during the explant procedure and was not considered a failure.